Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out procedure due to normal eri, prior to the procedure, upon fluoroscopy observation externalized conductors was observed on the lead. No anomalies were detected on the lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.